Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, dislodgement of the right ventricular (rv) lead was confirmed with x-ray. Failure to sense was noted on the rv lead. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.